Event description:
It was reported that this implantable cardioverter defibrillator (ICD) would not interrogate with a wanded programmer. Wand position, device location, and wand connection to the programmer were verified. A longevity estimate from september 2022 had indicated 2.5 years were remaining on the battery. The patient reported hearing 4-5 beeps once every 2.5 to 3 weeks. It was suspected that the battery of this ICD had depleted, and technical services (ts) recommended device changeout. Review of patient history noted that ventricular tachycardia (vt) that did not convert and led to cardiac arrest was the indication for therapy. Additional information received reported that this ICD was explanted and replaced due to normal battery depletion (nbd), and was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.